Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the minicap. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported event of the sponge separated from the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it verified the reported event as the sponge was found to be separated from the cap. The cause was determined to be manufacturing related due to the failing packing technique of the machine when packaging this device. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.